Event description:
It was reported that the patient underwent a total hip arthroplasty in 1997. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear and osteolysis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Correction: manufacturer information has been corrected in this report. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " and "material sensitivity reactions. "

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device was inconclusive. During the evaluation, it was noted that the acetabular cup and liner were returned assembled so dimensional analysis was unable to be performed; therefore yielding inconclusive results.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.